Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detached event on 24-oct-2024 from hub. Infusion set was used for less than 1 day. Patient also experienced bleeding at insertion site. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.